Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date was reported as an unknown day in (B)(6) 2013. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A broken 12-hole broad locking compression plate was reported. The patient had a periprosthetic fracture of the right hip and was implanted with the plate and cables on an unknown date in (B)(6) 2013 at an unknown facility. The patient complained of thigh pain and an x-ray taken on an unknown date revealed the plate had broken at the midpoint. Nonunion of the fracture was also noted. The plate, associated screws and cables were removed and the patient was revised with a right locking compression variable angle 20-hole plate, 14 screws and three cables during an open reduction internal fixation procedure on (B)(6) 2013. This report is for one, 4.5mm broad lcp® plate 12 holes/224mm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)